Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for product analysis. Analysis found a recharger failure; the "no device found" message was noted. It was also reported that there were cracks/cuts in the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger cord had been getting quite hot for quite some time, but the stimulator was somehow being charged. A few days ago, while the stimulator was charging, the "charging" and "very good" messages suddenly disappeared, and only only the green lamp was blinking. It was thought that charging might be progressing, so the situation was observed for a while; but the stimulation device percentage display did not increase, and in the end, only the controller's charge decreased. When the recharger was reconnected, the screen and lights did not respond at all. Reset was performed, but it did not change. A ¿device not detected¿ message was displayed, and even when retry or charge was selected, ¿device not detected¿ occurred again, preventing confirmation of the charge level. The light blinked when it was connected to the outlet, so controller charging was progressing, so the person in charge was instructed to continue charging the controller and handed over the matter to the appropriate person. The stimulator's charge is likely depleted, causing pain in the right leg. Before the implantation, nerve block injections were administered ,but there are no other treatment methods at this time, so it was advised to consult with the medical institution. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755 lot serial# (B)(6); product type: recharger. Product ID 97745 lot/serial# (B)(6). Product type: programmer; patient section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger; brand namel intellis. Product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient g2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory product ID 97745ac lot# 242801 product type accessory product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the recharger was replaced and the issue was resolved.